Event description:
It was reported that the patients device did not work. The patient underwent an explant procedure, and the explanted device was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.